Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.3, lab: 3.8. Time between testing about 30 mins. Therapeutic range - unk. Pt's medical info not provided; caller did not have the pt's charts with her. Strips are stored in the refrigerator and are not brought to room temp prior to testing.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012. Inratio meter = 1.3; reference = 3.8, mean = 2.55; confidence limits = 1.6 - 3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Recent test conducted on lot 257062, on (B)(6) 2012, met accuracy criteria. Test results are as follows: donor (B)(6) = 3.9, 3.5, 3.9 inr; donor (B)(6) = 2.9, 1.6, 2.9 inr. All replicates are within the allowable bias ((B)(4)) of reference results for donor (B)(6) (2.96 inr) and donor (B)(6) (2.51 inr). No further investigation required at this time. Conclusion: analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. Customer stored strips in the refrigerator and are not brought to room temp prior to testing. This may have contributed to unexpected result. Per strip pi - storage and handling: if refrigerated, allow the sealed pouch to come to room temperature for 5 mins before opening it for testing. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. As of (B)(6) 2012, 18 discrepant results complaints were reported for lot 257062 yielding a complaint rate of (B)(4). This failure mode will continue to be monitored. No corrective action required at this time as no product deficiency was established.